Event description:
It has been reported that four cutters failed to cut or intermittently cut during surgical procedures. There were no patient injuries reported.

Manufacturer narrative:
Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.